Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. A review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Implanted the mdm device for tha treatment as initial procedure. On (B)(6) 2015 revision surgery performed due to not appropriate; specifically angle of cup is not appropriate. On (B)(6) 2017 surgeon found a dislodged mdm liner on x-ray. Planned revision surgery on (B)(6) 2017.